Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a dependent patient presented in the emergency room experiencing shortness of breath. The left ventricular lead exhibited intermittent loss of capture. Lead dislodgement was suspected. The lead remained implanted. The patient would be monitored.